Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The frame rate error was confirmed and the interface cable was replaced to resolve the issue. The replaced cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not able to acquire 2d or 3d images during a spinal fusion procedure. It was reported that the mobile view station (mvs) was displaying a frame rate error. The system had successfully taken a navigated 3d spin earlier in the procedure, but when attempting to acquire the post-op confirmation spin, the frame rate error was encountered. The use of the imaging system was discontinued because of this issue and a c-arm was used to complete the procedure. The procedure was completed successfully after a reported delay of 10 minutes. The patient was not impacted.

Manufacturer narrative:
(B)(6).